Event description:
Report received from the (B)(6) stating that there is a "hose damage" issue. The device was not used during surgery. It is unk if there was any injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).